Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of ceftazidine (1 gram, route, frequency and duration not reported) and injection of cefazolin (1 gram, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was confirmed that the patient was using a non-baxter product for therapy when they experienced peritonitis. As the patient was not using baxter products at the time of the peritonitis, baxter pd devices are no longer suspect products for this event. Should additional relevant information become available, a supplemental report will be submitted.